Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer bumped into an object with the pump. Customer is not able to interact with the pump due to it becoming unreadable because of the damage. Reportedly, customer reverted to manual injections for insulin therapy.